Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "problems" with the devices, and ¿being hospitalised years ago due to swelling (mastitis) of the contralateral breast, supuring areolas and fibrosis."

Event description:
Patient reported right side ¿seroma,¿ ¿being hospitalised years ago due to swelling (mastitis) of the contralateral breast, supuring areolas and fibrosis," ¿pain and deformity on contralateral device, probably a capsular contracture,¿ having ¿had a ganglion biopsied with [a] negative result,¿ and device "defective." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, b.6, d.4, d.6a, g.4, h.4, h.6.

Event description:
Patient reported "adenopathies of no significant size on both armpits."